Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: (B)(4). Software version: 3.8.2. Color: blue. Battery life remaining: <6 months. Customer reports: the twisty piece that goes with the cartridge broke. Black disc broke off the injection foot. Per visual inspection: cracked cartridge holder, missing injection foot and cap. Unit paired successfully to commercial app. Inpen received with leadscrew halfway of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen received with cracked cartridge holder and missing injection foot. The cartridge holder did not lock in place. The customer complaint of physical damage to cartridge holder and missing injection foot was confirmed.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.